Event description:
(B)(4). 6 months after having procedure done, I started having periods that lasted over 2 weeks, unbearable migraines, burning on the bottom of my right foot, cramps, and dizzy spells.